Event description:
Reported by the complainant as follows: male patient, diabetes underwent open CABG in 2009. Uncomplicated initial post op recovery and discharged home, day 5 post op. Readmitted at approx 25 days later, with discharge/drainage from sternal wound/ subsequently deteriorated and developed tri lobe pneumonia, open (dehisced), chest wound and required ventilation, antibiotics and cardiac support including inotropes. Anticoagulation with plavix and aspirin as per unit's policy. Reported to be on multiple other medications as well. Subsequently, the patient developed diarrhea and incontinence, thought to be clostridium difficile related, following the antibiotic therapy and he was assessed for flexi-seal fms, which was inserted at about 8 days later. Blood was noted at the tube at about one week later. Developed a rectal bleed, requiring major transfusion (10 units). Sigmoidoscopy performed, and there was found a mucosal lesion at the anorectal junction with a bleeding vessel that required cauterization. I understand that haemodynamic stability was achieved following this intervention. Patient remained in a critical condition post transfusion and continued to have significant pulmonary and cardiac morbidity, requiring maximum therapy. Patient expired at about 8 days later. No post mortem examination performed.